Event description:
It was noted that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited varying r wave sensing. Further investigation noted that right ventricular lead was dislodged, causing high capture thresholds. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.